Manufacturer narrative:
Event summary: as reported, during an ureteroscopy to remove fragmented bladder stones, the basket of an ngage nitinol stone extractor would not open properly. The device was tested prior to use after removal from the plastic tray. The basket was intact and not separated. An unspecified laser was used during the procedure, but not at the same time as the stone extractor. The patient's anatomy was not keeping the basket from opening and closing. A different unspecified stone extractor was used to complete the procedure. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Investigation ¿ evaluation: a document based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control procedures, as well as visual inspection and functional test of the device were conducted. The device was returned to cook in opened packaging for investigation. The basket would not open with the handle. The collett knob was very tight, disassembled handle and basket could be manually opened / closed but with a slight "popping" sound. No other damage was visible on the product. A document-based investigation evaluation was performed. Fourteen related non-conformances were recorded for the basket/grasper will not open/close. All fourteen devices were scrapped. All devices are 100% inspected for proper operation. The non-conformance was created for devices that did not pass the inspection. All other devices from the lot were found to pass the inspection checks. No additional complaints were received for this product lot. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. Sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the investigation of the returned device, and its manufacturing date, the issue was identified as being with the basket assembly, which is a supplied component. A supplier corrective action request was created to address the issue. Cook has concluded the cause for the issue had not yet been determined. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per a review of risk documentation, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during an ureteroscopy to remove fragmented bladder stones. The basket of an ngage nitinol stone extractor would not open properly. The device was tested, prior to use after removal from the plastic tray. The basket was intact and not separated. An unspecified laser was used during the procedure, but not at the same time as the stone extractor. The patient's anatomy was not keeping the basket from opening and closing. A different unspecified stone extractor was used to complete the procedure. The patient did not experience any adverse effects or require any additional procedures, due to this occurrence.

Manufacturer narrative:
E3 - street address: (B)(6), occupation: unknown. G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr, part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.